Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) reported event was confirmed as radiographs were reviewed and it was found that the lateral down sloping acromion could contribute to the roator cuff impingement. No hardware failure was found. Visual examination of the provided pictures identified marks and signs of use from being implanted and explanted. No definitive statements can be made regarding the condition of the products relating to the patient's pain. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 260670. Catalog #: 115370, comp rvs tray co 44mm, lot # 631750. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital would not return the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02941, 0001825034-2021-02942.

Event description:
It was reported that there was a revision of a comprehensive reverse shoulder for pain associated with impingement. Attempts have been made and there is no further information at this time.